Event description:
Additional info was received from abbott international affiliate (abbott japan) which states: (paraphrased) the sheath was removed to reduce the size of the blood vessel opening. The reporter could not recall how the sheath was removed. The catheter was placed at 14:00 on 9/13/2001, and the leak was noted at 16:00 9/14/2001. The reporter could not recall where the exact location of the drug leak was except that it was near 70cm from the tip. During the time the sheath was removed and the leak of the catheter was noted, the pt's blood pressure fluctuated. The pt was a female, 70 yrs old, and had a diagnosis of an acute myocardial infarction.

Event description:
Report rec'd from abbott international affiliate (abbott japan) of a leak from the dtpp port of the thermodilution catheter while infusing a catecholamine. The report states: "at 3:00 pm on the day of the event, the pt's blood pressure was 78mmhg, medication of catecholamine from dtpp port started. At 4:00 pm of the same day, the blood pressure increased to 140mmhg. In the middle of the night pt's blood pressures ranged between 70-140mmhg (paraphrased). After removing sheath in the morning after the event, pt's blood pressure began to go down. At 4:00pm that day, user noticed drug leaking, medication port was changed to pa and then blood pressure had shown stable value between 100-120mmhg. User noticed there was an incisure on place 70mm from the tip of the catheter." Add'l info regarding pt's age, gender, diagnosis and why and how the sheath was removed has been requested but no further info has been received.